Manufacturer narrative:
One device was received for evaluation. Visual inspection confirmed the reported problem, the downstream occlusion (dso) seal was delaminated. The dso seal was replaced. The device then passed all functional testing. The service history review had no indication that the complaint was related to a service of the device within the review period.

Manufacturer narrative:
A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that there is downstream occlusion damage. The event occurred during testing, there was no patient involvement.